Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found an insect inside the tube. The following information was provided by the initial reporter. The customer stated: "I attach photos of an insect that was detected inside one of the pipes of your reference 367955".

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photographs from the customer in support of this complaint. Evaluation of the photos indicated dead insect inside it. Visual examination of the 100 retained samples from the implicated lot number did not identify any further instances of foreign matter. Bd was able to confirm the customer¿s indicated failure mode of foreign matter with the photos provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone # (B)(6).